Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of organs"), device dislocation ("migration of implant") and uterine cancer ("tumor / teratoma / cancer type: cancerous cells in uterus") in a 38-year-old female patient who had essure (batch no: 20208777,12420991) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included alcohol use, smoker, ovarian cyst, itching, dyspareunia and uti. Concomitant products included medroxyprogesterone acetate (depo provera) on(B)(6) 2010 to 2010. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced complication of device insertion ("one side was not able to be placed."). In 2010, the patient experienced pelvic pain ("pain"), vaginal haemorrhage ("abnormal bleeding (vaginal )"), menorrhagia ("abnormal bleeding (menorrhagia )"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: I had urinary tract infections"), memory impairment ("neurological conditions or problems type: I can not remember like I use to."), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and back pain ("back pain") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). In 2012, the patient experienced uterine enlargement ("reproductive system disorder or condition type of disorder or condition: enlarged uterus") and metabolic syndrome ("other injury(ies) or complication please describe: metabolic syndrome."). On (B)(6) 2012, the patient experienced gastrointestinal disorder ("bowel problems/gastrointestinal or digestive system condition type: I was having problems going to the bathroom very painful every time I went.") And was found to have uterine cancer (seriousness criterion medically significant). In 2013, the patient experienced headache ("migraines / headaches ( headaches)") and migraine ("migraines / headaches (migraines)"). On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), inflammation ("inflammation"), stress urinary incontinence ("bladder or urinary problems or changes (urinary disorder) : urinary stress incontinence"), nausea ("nausea") and adnexa uteri pain ("pain in left side near ovary / pain in right side near overy ( pain ovarian)"). The patient was treated with ethinylestradiol;norethisterone acetate (loestrin), metformin and surgery (she had surgery to remove the essure implant and she had surgery to remove the essure implant / hysterectomy (full). Essure was removed on (B)(6) 2012. At the time of the report, the perforation, device dislocation, inflammation, gastrointestinal disorder, pelvic pain, vaginal haemorrhage, menorrhagia, urinary tract infection, stress urinary incontinence, headache, migraine, uterine enlargement, nausea, memory impairment, dysmenorrhoea, dyspareunia, uterine cancer, vaginal discharge, fatigue, weight increased, metabolic syndrome, back pain, adnexa uteri pain and complication of device insertion outcome was unknown. The reporter considered adnexa uteri pain, back pain, complication of device insertion, device dislocation, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, headache, inflammation, memory impairment, menorrhagia, metabolic syndrome, migraine, nausea, pelvic pain, perforation, stress urinary incontinence, urinary tract infection, uterine cancer, uterine enlargement, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: date(s) of insertion: on (B)(6) 2010 as per pfs. Date(s) of removal: on (B)(6) 2012 (hysterectomy with unilateral salpingectomy), on (B)(6) 2014 (unilateral salpingooopherectomy) on 2010, normal ultrasound was done. She had the left tube placed at a previous procedure but we were technically unable to get the right one placed. Lot number: 12420991, manufacture date: 2009/11, expiration date: 2012/07. Lot number: 20208777, manufacture date: 2009/09, expiration date: 2012/09. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-jan-2019: quality safety evaluation of ptc. Incident: we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of organs"), device dislocation ("migration of implant") and uterine cancer ("tumor / teratoma / cancer type: cancerous cells in uterus") in a 38-year-old female patient who had essure (batch no: 20208777,12420991) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included medroxyprogesterone acetate (depo provera) on (B)(6)2010 to 2010. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced complication of device insertion ("one side was not able to be placed."). In 2010, the patient experienced pelvic pain ("pain"), vaginal haemorrhage ("abnormal bleeding (vaginal )"), menorrhagia ("abnormal bleeding (menorrhagia )"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: I had urinary tract infections"), memory impairment ("neurological conditions or problems type: I can not remember like I use to."), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and back pain ("back pain") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). In 2012, the patient experienced uterine enlargement ("reproductive system disorder or condition type of disorder or condition: enlarged uterus") and metabolic syndrome ("other injury(ies) or complication please describe: metabolic syndrome."). On (B)(6) 2012, the patient experienced gastrointestinal disorder ("bowel problems/gastrointestinal or digestive system condition type: I was having problems going to the bathroom very painful every time I went.") And was found to have uterine cancer (seriousness criterion medically significant). In 2013, the patient experienced headache ("migraines / headaches ( headaches)") and migraine ("migraines / headaches (migraines)"). On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), inflammation ("inflammation"), stress urinary incontinence ("bladder or urinary problems or changes (urinary disorder) : urinary stress incontinence"), nausea ("nausea") and adnexa uteri pain ("pain in left side near ovary / pain in right side near overy ( pain ovarian)"). The patient was treated with ethinylestradiol;norethisterone acetate (loestrin), metformin and surgery (she had surgery to remove the essure implant and she had surgery to remove the essure implant / hysterectomy (full)). Essure was removed on (B)(6) 2012. At the time of the report, the perforation, device dislocation, inflammation, gastrointestinal disorder, pelvic pain, vaginal haemorrhage, menorrhagia, urinary tract infection, stress urinary incontinence, headache, migraine, uterine enlargement, nausea, memory impairment, dysmenorrhoea, dyspareunia, uterine cancer, vaginal discharge, fatigue, weight increased, metabolic syndrome, back pain, adnexa uteri pain and complication of device insertion outcome was unknown. The reporter considered adnexa uteri pain, back pain, complication of device insertion, device dislocation, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, headache, inflammation, memory impairment, menorrhagia, metabolic syndrome, migraine, nausea, pelvic pain, perforation, stress urinary incontinence, urinary tract infection, uterine cancer, uterine enlargement, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: date(s) of insertion: on (B)(6) 2010, on (B)(6) 2010 as per pfs. Date(s) of removal: on (B)(6) 2012 (hysterectomy with unilateral salpingectomy), on (B)(6) 2014 (unilateral salpingooopherectomy). On 2010, normal ultrasound was done. Most recent follow-up information incorporated above includes: on 5-dec-2018: plaintiff fact sheet received - reporter information was updated. Patient information was updated. Product information updated. Lot no. Was added. Treatment drug was added. New events abnormal bleeding (vaginal), abnormal bleeding (menorrhagia ), infection (bladder/ urinary tract/vaginal) type: I had urinary tract infections, bladder or urinary problems or changes (urinary disorder) : urinary stress incontinence, migraines / headaches (migraines), migraines / headaches ( headaches), reproductive system disorder or condition type of disorder or condition: enlarged uterus, nausea, neurological conditions or problems type: I can not remember like I use to, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), tumor / teratoma / cancer type: cancerous cells in uterus, vaginal discharge, fatigue, weight gain / loss specify which one: weight gain, other injury(ies) or complication please describe: metabolic syndrome. Back pain, pain in left side near ovary / pain in right side near overy ( pain ovarian), complication of device insertion were added. Incident: we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of organs") and device dislocation ("migration of implant") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required) with pelvic pain, device dislocation (seriousness criteria medically significant and intervention required), inflammation ("inflammation") and gastrointestinal disorder ("bowel problems"). The patient was treated with surgery (she had surgery to remove the essure implant). Essure was removed on (B)(6) 2012. At the time of the report, the perforation, device dislocation, inflammation and gastrointestinal disorder outcome was unknown. The reporter considered device dislocation, gastrointestinal disorder, inflammation and perforation to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.